Manufacturer narrative:
Additional info: b5, d10, g4, h3, h6 h3. Evaluation summary: one device was received for evaluation. Visual inspection found no defects. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats), thin pas were sealed by the device and for thicker blood vessels, a stapler was used. After closing the patient, while being transferred from the operating room, a seal site (pa1+2a,and pa1+2c) of the device reopened and the patient experienced cardiopulmonary arrest due to bleeding from pa stump. Immediately, cardiopulmonary resuscitation was performed. A heart-lung machine was attached and thoracotomy was performed again. Bleeding occurred from one site and had to be hand-stitched. Another bleeding was seen and it too was sewn by the surgeon by hand. More than 500 cc of blood loss resulted from this event and additional tissue resection was done for hemostasis. Patient received blood transfusion. It was also noted that end tones were heard and the procedure was extended by more than 30 minutes. It was noted as well that the device was used normally throughout the procedure. The generator was also checked and only had rem errors. Patient recovered and had been discharged.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats), thin pa's were sealed by the device and for thicker blood vessels, a stapler was used. After closing the patient, while being transferred from the operating room, a seal site (pa1+2a, and pa1+2c) of the device reopened and the patient experienced cardiopulmonary arrest due to bleeding from pa stump. Immediately, cardiopulmonary resuscitation was performed. A heart-lung machine was attached and thoracotomy was performed again. Bleeding occurred from one site and had to be hand-stitched. Another bleeding was seen and it too was sewn by the surgeon by hand. More than 500 cc of blood loss resulted from this event and additional tissue resection was done. Patient received blood transfusion. It was also noted that end tones were heard and the procedure was extended by more than 30 minutes. It was noted as well that the device was used normally throughout the procedure. The generator was also checked and only had rem errors. Patient recovered and will discharge within a week.